Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.5/+1.5/154 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. Though surgeon reports that the status of the eye is "all right," it is also noted that the patient complaints about halos, especially during night driving. Reference MFR report# 2023826-2019-00934 for initially implanted lens.